Event description:
It was reported to philips that after about 30 seconds of being powered on, the device displayed the message "hardware malfunction". Also device would not charge. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.